Event description:
It was reported that patient's implantable pulse generator (ipg) was explanted and replaced due to needed pocket revision. Device was originally sutured to the fat instead of the fascia, which resulted in device migrating in pocket and pressing on the skin from the inside out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2007. (B)(4).